Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged copd, cystic fibrosis, lung damage, pneumonia, and bronchitis. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged copd, cystic fibrosis, lung damage, pneumonia, and bronchitis. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer has made three attempts to retrieve the device and to gather additional information. The manufacturer is submitting a final report at this time and will send a follow-up report if additional information is received. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.